Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an over infusion of heparin was not confirmed during a review of the log or replicated during testing of the suspect pump module. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of unregulated flow observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. Inspection of the suspect pump module both externally and internally did not observe any existing issues that may have been a contributing factor for the reported issues. The logs from both the pcu and pump module were retrieved to determine the details of the reported event. The facility reported that the event occurred on (B)(6) 2026, but the time was not provided. A review of the pcu and pump module error log did not reveal any errors that may have contributed to the reported event. A review of the pcu event log showed that only pump module s/n (B)(6) matched the reported medication (heparin), rates of 18ml/hr and 14ml/hr, and the infusion start date of (B)(6) 2026; therefore, the analysis was performed solely on this unit. The logs below show the events from (B)(6) 2026 at 10:44 pm, when the units channel was pressed to program the reported primary infusion, until (B)(6) 2026 at 7:04 am, when the unit was powered off before later being removed at 9:06 am: at 10:46 pm on (B)(6) 2026, pump module 8100 (s/n (B)(6)), assigned to channel b, was programmed for a primary infusion of heparin (drug ID 357) at 18ml/hr, dose = 1800unit/hr, vtbi = 240ml. The primary volume infused (pvi) at the start was 0ml, and the infusion started at 10:46 pm. At 1:26 am on (B)(6) 2026, the unit label was reassigned from b to c. At 4:40 am, the pause key was pressed with a pvi of 106.219ml, immediately followed by channel off, and the pump module was powered off. At 5:51 am, the device was powered on. At 6:21 am, the channel was selected and the device was programmed for a primary infusion of heparin at 14ml/hr, dose = 1400unit/hr, vtbi = 100ml (maintaining the previous pvi of 106.219ml). At 6:22 am (one minute later), the infusion started. Between 6:43 am and 6:51 am, two air in line alarms occurred, each followed by a restart; during this period the pvi increased to 111.49ml. At 6:55 am, a delay time of 25 minutes was programmed; however, at 7:01 am the channel off key was pressed. At 7:02 am, the unit was programmed for ivf maintenance (drug ID 1) at 14ml/hr; at 7:04 am, the pause key and channel off were pressed, ending the infusion with a total volume infused (tvi) of 111.877ml. The unit was removed at 9:06 am. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The alaris system user manual (v12.1) explains proper loading of the administration set, including correct tubing placement and avoiding forceful insertion to prevent infusion errors. The pcu must be powered on first to complete its self test before loading a primed set. If both the safety clamp and roller clamp are left open, unregulated flow can occur, triggering a high priority, non silenceable alarm instructing the user to close the safety clamp and door. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the facility. There was patient involvement, however outcome is unknown. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of an over infusion of heparin was not identified during the investigation. The returned device was fully evaluated, including log review and laboratory testing, and no issues or anomalies were observed. Note that this report lists imdrf annex a0401, g02017, c07, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer has 4 devices (one pcu and three channels) that the hospital would like inspected. It was reported that one of the pumps emptied an entire bag of heperin into a patient. They are unaware of which pump out of the three was the one that it allegedly occurred on. The sn#s are (B)(6). This occurred on hospital's 7th floor, and this is what was reported to customer "hep gtt started at 22:35 (B)(6) 2026 ran at 18ml/hr (1800 units /hr) for 6hr then was held for 1 hour and restarted for approx 1 hour at 14ml/hour (1400unit/hour) but during shift change bag was found to be empty/completely infused". There was patient involvement, however outcome is unknown.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer has 4 devices (one pcu and three channels) that the hospital would like inspected. It was reported that one of the pumps emptied an entire bag of heperin into a patient. They are unaware of which pump out of the three was the one that it allegedly occurred on. The sn#s are (B)(6). This occurred on hospital's 7th floor, and this is what was reported to customer "hep gtt started at 2235 (B)(6) 2026 ran at 18ml/hr (1800 units /hr) for 6hr then was held for 1 hour and restarted for approx 1 hour at 14ml/hour (1400unit/hour) but during shift change bag was found to be empty/completely infused". There was patient involvement, however outcome is unknown.